Event description:
The company was informed that surgery to explant the patient's device has been scheduled. The patient will be reimplanted with another cochlear device. Advanced bionics is in the process of gathering more information; once more information is available, a supplement report will be submitted.